Manufacturer narrative:
Results: five unused and sealed samples were returned for evaluation. An activation test was performed on all units and no issues were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6159972. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that the patient end of a bd autoshield¿ duo 0.30mm (30g) x 5mm safety pen needle did not retract after injection and the user suffered a contaminated needle stick injury. Both the source patient and user received post exposure lab work. The test results are unknown. It is also unknown if any further medical interventions were provided.